Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics and motor assembly. Unable to confirm unexpected restart alarm, keypad anomaly and unable to perform any tests due to blank display. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his pump fell out of his boat into the ocean while it was attached to him and now it is not working. His blood glucose is unknown. He said that he has tried changing the battery but that did not work. After the battery change, he received an unexpected restart alarm and stated that the pump did not react when he pressed any buttons. The customer also said that there is a crack in the screen and that water got into it. The insulin pump will be returned for analysis.